Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings:the force sensor flex was found to be damaged creating an intermittent connection. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 2/09/2012 with the following findings:the force sensor flex was found to be damaged creating an intermittent connection. The force sensor flex was twisted and pinched between the circuit board and force sensor. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Section (B)(6).